Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same patient involving two separate products; associated MDR's #1225714-2014-00721, 1225714-2014-00722, 1225714-2014-00723, 1225714-2014-00724, 1225714-2014-00725 and 1225714-2014-00726.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6) 2011, critical respiratory distress and a cardiovascular event on (B)(6) 2011 and subsequently expired on (B)(6) 2011 after use of the product.